Event description:
The customer reported obtaining non-reproducible reactive toxoplasmosis gondii igg (access toxo igg) results for nine (9) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2014. The customer reanalyzed the patient's sample on the same unicel dxi 800 access immunoassay system two (2) additional times and obtained lower, non-reactive results each time. The initial, reactive access toxo igg result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, and system check parameters were all performing within assay and instrument specifications at the time of the event. The customer did not provide sample collection and processing information such as tube type, centrifugation time and centrifugation speed. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Reports for the eight additional non-reproducible access toxo igg patient results.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. There is no indication that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse did not note any hardware issues which would have contributed to this event. All verification testing passed within published performance specifications. In conclusion, the cause of the event cannot be determined with the available information. (B)(4). All mdrs associated with this report are: 2122870-2015-00308, 2122870-2015-00309, 2122870-2015-00310, 2122870-2015-00311, 2122870-2015-00312, 2122870-2015-00313, 2122870-2015-00314, 2122870-2015-00315, 2122870-2015-00316.